Manufacturer narrative:
(B)(4). Device history records review has been requested. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent a tfna nail removal due to helical blade cut-out. During the surgery, a tfna nail, helical blade and screw were removed. The surgeon implanted a total hip replacement. Procedure was successfully completed. Patient outcome is unknown. Concomitant device: cannulated tfna nail (part 04.037.061s, lot h601850, quantity 1). Locking screw (part unknown, lot unknown, quantity 1). This report is for one (1) tfna helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot, part number: 04.038.290s, lot number: h604289, part manufacturing date: 26 april 2018, manufacturing site: elmira, part expiration date: 31 march 2028, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h604289 of tfna helical blades was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h463275 met all specifications with no issues documented that would contribute to this complaint condition. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.